Event description:
It was revealed during a periodic review of the manufacturer's programming history database that high impedance was observed on the vns generator. However, the last two diagnostics on that date were within normal limits. The patient and date of implant are unknown to date and, therefore, it cannot be assessed on whether this was intraoperative high impedance. No additional relevant information has been received to date.